Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 25. The insulin pump's keypad was sometimes unresponsive and the display sometimes turned black. The insulin pump seemed like it was crashing but it was not. Customer's blood glucose level was 13 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 25 confirmed in format history file, the problem was isolated to printed circuit board; the keypad connector on the printed circuit board was locked. The insulin pump was programmed and monitored for four days, no blank display or display anomaly noted, all of the buttons functioned properly and no damage noted on the keypad traces. The insulin pump passed the functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and leak test. The insulin pump had a minor scratched display window and scratched case.